Manufacturer narrative:
Result code: a headend load cell failed.

Event description:
It was reported that the scale was inaccurate. There was patient involvement; however, no adverse consequences were reported.